Event description:
It was reported that the patient went to the hospital because inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a replacement surgery was performed and a crack in the right cylinder connecting tube was confirmed, so the cylinder and pump were replaced. The cause of a crack was not detailed by the hospital. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital because inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a replacement surgery was performed and a crack in the right cylinder connecting tube was confirmed, so the cylinder and pump were replaced. The cause of a crack was not detailed by the hospital. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The device components cylinders and pump were visually examined and functionally tested for leaks. One cylinder kink resistant tubing had a hole from fatigue and the cylinder had a hole in the proximal end from sharp instrument. One-cylinder krt had a leak from fatigue. Second cylinder had a hole in the proximal end from tool/sharp instrument. Second cylinder passed leakage test. The momentary squeeze (ms) pump passed visual inspection and there were no visual damages or anomalies found. Ms pump passed leakage test and functional test. Product analysis confirmed the reported product allegation. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.